Event description:
The manufacturer received information alleging a ventilator's was failing a test step. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's was failing a test step. There was no harm or injury reported. The device was evaluated by a third party field service engineer and the complaint was confirmed. The device's oxygen blending module board and sensor board need replaced to address the issue.